Manufacturer narrative:
Device not returned

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A correction bolus via the pump was delivered to address bg. Customer reverted to an alternate pump for insulin therapy.